Event description:
Caller reported an error with the continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset. After the reset, the pump did not display any further error codes, and the customer successfully started a new sensor session.